Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a "stimulat ion rate above the programmed basic rate (sensor off)".